Event description:
It was reported that the patient was experiencing a return of pain. The patient underwent a spacer replacement. The device will not be returned as it was kept by the facility. The patient status is unknown.